Event description:
A customer reported unexpected negative result when testing one patient sample on echo instrument. Patient has a history of anti-c and e, and warm auto which is not showing. Echo resulted the e pos cell as negative but visually it appears positive to the customer. Customer repeated testing on their second echo and the sample resulted as 3+ positive on the e pos cell.

Manufacturer narrative:
Review of instrument images: sample ID (B)(6) performed in batch 6489 resulted as negative with capture-r ready screen 3 (crrs 3) lot r175. Screening cell 1(c pos, e neg) and 3 (e neg) resulted as negative and visually appear negative. Cell 2 (e pos) resulted as negative however visually appears positive. Advised customer this is a known issue with the camera algorithm. Advised customer there is a customer communication regarding antibody screen and ID interpretation. Customer communication (B)(4) was issued on (B)(4), 2009. Samples were spun for 5 mins 5700. Advised customer this is outside of the echo operator guidelines.